Event description:
Information was received indicating that a smiths medical medfusion pump failed calibration and exhibited plunger forced error. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device sample was returned. The sample was received damaged with the tamper seal removed broken. Visual inspection, the right plunger case was damaged. As a result of checking the log, it revealed invalid syringe size. Based on evidence and investigation, the complaint allegation was determined to be caused by the customer, the pin for the size pot was broken off. The size pot was replaced. This issue is a result of the customers physical damage to the device.